Event description:
The user experienced issues with phosphorus qc recovery and received erroneous results for three patient samples. Of the data provided, the result for one patient sample was discrepant. The initial result was 3.9 mg/dl, repeat result on the same analyzer was 8.7 mg/dl with a data flag, and repeat result from another cobas 6000 was 3.8 mg/dl. The result of 3.8 mg/dl was reported. The patient was not adversely affected. The phosphorus reagent lot number was 61972501. The field service representative determined there were faulty reagent probe washes and replaced the reagent probe wash solenoid valves. To verify the analyzer operation, he ran a precision check and qc with no errors and results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.